Manufacturer narrative:
This report is submitted on january 31, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no connection with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted (date not reported). This report is submitted 21 november 2019.